Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 2610 removed; 1142 added.

Event description:
It was reported that this was a vessel closure of an unknown vessel using two prostyle relative to an unspecified procedure. Reportedly, both devices did not work effectively and failed. Another prostyle was used to achieve hemostasis. Subsequent to filing the initial report, the following information was received: it was reported that this was a vessel closure of a moderately calcified vessel using two prostyle relative to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for both devices due to calcification. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unknown vessel using two prostyle relative to an unspecified procedure. Reportedly, both devices did not work effectively and failed. Another prostyle was used to achieve hemostasis. No additional information was provided.